Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the surgeon reportedly believes the cardiac arrest was due to bleeding from the ivc. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after undergoing a da vinci-assisted distal pancreatectomy procedure, the patient's blood pressure dropped on post-operative day 2, leading to cardiac arrest. The surgeon believes the cause of the event was due to bleeding from the inferior vena cava (ivc). In the intensive care unit (ICU), the patient received repeated resuscitation efforts and post-operative management. The patient was ultimately extubated and was scheduled to be discharged. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information: the surgeon attributed the drop in blood pressure to expected bleeding from the inferior vena cava, resulting in the patient coding twice in the intensive care unit (ICU); but was revived through resuscitation efforts. An estimated blood loss of approximately 5000ml was recorded, and while no surgical interventions were performed, the patient received 4000ml of blood products. Subsequently, the patient developed acute renal failure, which has been managed with dialysis, but remains hospitalized. The surgeon does not believe that the da vinci system, its instruments, or accessories caused or contributed to the incident. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.